Event description:
In the cns neuroscience and therapeutics journal was reported that during a thrombectomy treatment of an internal carotid artery (ica) occlusion, the retriever fractured in the cavernous ica resulting in a hemorrhagic infarct and subarachnoid hemorrhage. The fracture portion was successfully snared. The patient died three days post-procedure due to family decision to withdraw care because of poor prognosis. No additional information is available.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The device is not available for analysis; therefore, the cause of the retriever fracture cannot be determined. However, hemorrhage, stroke and patient outcome of death are known risks associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to these complications.

Event description:
In the cns neuroscience and therapeutics journal was reported that during a thrombectomy treatment of an internal carotid artery (ica) occlusion, the retriever fractured in the cavernous ica resulting in a hemorrhagic infarct and subarachnoid hemorrhage. The fracture portion was successfully snared. The patient died three days post-procedure due to family decision to withdraw care because of poor prognosis. No additional information is available.